Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. Inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The depth limiter was attached. It was creased which aligns with difficult placement into desired tissue location. T1 was not returned. It had been cut free from the suture. The sliding knot was returned tied and snugged, but did not slide. It not confirmed whether it had been retied or not. The device is from 2019 manufacture. There was previous communication with engineering surrounding operator awareness. Some occurrences were attributed to a learning curve of operator experience for suture tying. T2 and balance of suture attached to the delivery needle. The device cycled and actuated freeing t2 as expected. Per IFU 10600499: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation warranted at this time.

Event description:
It was reported that during a meniscus surgery, it was not possible to suture the meniscus. A back up device was used to complete the procedure, no patient injuries were reported. The procedure was not significantly delayed. Results of the investigation have concluded that once t1 was implanted, t2 was tried to be deployed into the meniscus unsuccessfully, which makes it a reportable event.